Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the battery dropping to 0v after charging. A receiver boot test was performed and passed. Functional tests were not performed due to the receiver shutting down on testing. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the battery dropping to 0v after charging. The allegation was confirmed. The probable cause was determined to be a defective battery. The allegation was confirmed.

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).